Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The common device name is added in as the characters exceeded this field: electrosurgical,cutting & coagulation accessories, laparoscopic & endoscopic, reprocessed. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure performed with a sterlimed vessel sealer "vessel sealing instrument ligasure atlas hand activated". During the procedure the product kept activating without touching the trigger. There was no patient consequence reported. The issue of the vessel sealer activating without touching the trigger was assessed as reportable.

Manufacturer narrative:
The device history record was provided on november 1, 2018. The device history record (DHR) was reviewed and no discrepancies related to the reported issue were uncovered. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a procedure performed with a sterlimed vessel sealer "vessel sealing instrument ligasure atlas hand activated". During the procedure the product kept activating without touching the trigger. There was no patient consequence reported. The device was returned with significant biological contaminants in and around the jaw area. The build-up of eschar within the jaws and jaw hinge are indicative of the device firing and sealing for an undetermined period. It is unknown how much time had passed into the procedure when the failure occurred. There are additional visual and audio observations. It is observed that the shaft moves too loosely. While it rotates acceptably, it moves too much in all three axis (x,y & z). A rattling noise within the handle is heard, indicative of loose material moving within the handle. The purple button switch was removed and the internal push button is observed to be out of position and broken. Because of these conditions, the device is determined to be damaged and broken. During the functional testing of the device with a multi-meter, by contacting the two meter test leads to the two plug pins closest to each other, there is a continuity tone, without any action of pressing the button. This is a failed test because the multi-meter has detected an active circuit. Due to a broken internal push button (which the outer purple switch depresses), the device remains in an open circuit. As device was being handled and used during the procedure, no conclusion as to what caused the damage (such as misuse or device being dropped) could be determined. The device history record (DHR) was reviewed and no discrepancies related to the reported issue were uncovered. Manufacturer's reference number: (B)(4).